Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device was monitored for 4 days. No unexpected e/a alarm noted. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 320 mg/dl at the time of incident and the current blood glucose level was 422 mg/dl. The other blood glucose value was above 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump was not getting no delivery alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.